Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was not visually observed. Blood test strips were used and tested negative for the presence of blood. The fa stated the machine continued to alarm with a blood leak alert and treatment was halted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was between 100-300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine is back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.